Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose events. Customer's blood glucose was 11.4 mmol/l. Customer reported that there were air bubbles found in the infusion set tubing and reservoir. Customer also reported leaks between the first and second o-rings and part of the reservoir tube lip was missing. The insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Troubleshooting on reservoir issues was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The reservoir is not expected to return for analysis.